Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Event description:
During the procedure, the enterprise vrd and delivery 45x28x12mm (enf452812/10136308) didn't deploy at the aneurysm neck. The entire enterprise system was removed with the first prowler select plus 45 degree microcatheter (details unknown). The microcatheter was changed to another prowler select plus 45 degree microcatheter (details unknown) but it also didn't deploy. The stent was changed to another enterprise vrd and delivery 45x28x12mm (details unknown) and was deployed successfully with the second prowler select plus 45 degree microcatheter. An adequate continuous flush was maintained through both microcatheters with the first stent. There were no damages noted on both microcatheters prior to and after use with the first stent. There were no damages noted on the first stent prior to and after use. The microcatheter was not reshaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. The physician did deployment through instruction how to use enterprise stent. This is not a potential adverse event. The target vessel was mca bifurcation.

Manufacturer narrative:
It was reported that during a middle cerebral artery (mc) bifurcation procedure, the enterprise vrd 45x28x12mm (enf452812/10136308) didn't deploy at the aneurysm neck. The entire enterprise system was removed with the first prowler select plus 45 degree microcatheter (details unknown). It was reported that there is no information regarding vessel characteristics. The microcatheter was placed distal to the target site prior to advancement of the enterprise to the target site followed by withdrawal of the microcatheter to deploy the device. The microcatheter was changed to another prowler select plus 45 degree microcatheter (details unknown) but the enterprise still did not deploy. The stent was changed to another enterprise vrd and delivery system 45x28x12mm (details unknown) and was deployed successfully with the second prowler select plus 45 degree microcatheter. An adequate continuous flush was maintained through both microcatheters with the first stent. There were no damages noted either microcatheter prior to and after use with the first stent. There were no damages noted on the first stent prior to and after use. The microcatheter was not reshaped. It was reported that there were no problems with the microcatheters. The physician did deployment as outlined in the through instruction how to use enterprise stent. It was indicated that there was no potential adverse event associated with the event. (B)(4). The first prowler select plus microcatheter used in attempt to deploy the enterprise stent was not returned. Without the return of the device for analysis, no conclusion can be made regarding the relationship of the microcatheter to the inability to deploy the stent; however, it was reported the same enterprise could not be deployed through a second prowler select plus which was then used successfully with another enterprise. A device history record review cannot be completed as the lot number of the device is not known; therefore, no corrective actions will be taken at this time. Device information: catalog number in the initial MDR report was entered in as 606s155fx. However, the correct catalog number is 606s255fx.